Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose was not low. Customer states sensor glucose was 58 mg/dl and blood glucose was 108 mg/dl. Customer indicated that the threshold suspend alarmed at night but that her blood glucose level was fine. Customer also indicated that this has happened before and the cannula was bent. Troubleshooting advised customer on proper insertion technique and threshold suspend. Customer was advised that there would be a follow up call to see if any further assistance is needed.